Event description:
It was reported on (B)(6) 2022, two 3.50x23 xience prime stents were implanted in the right coronary circumflex (rcx). The patient was being treated with acetylsalicylic acid (asa) and clopidogrel which are standard prescriptions after a stent procedure. Three weeks later after the stents were implanted, the patient began to experience unspecified allergic reactions. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience pros everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event estimated as (B)(6) 2022. The additional xience pro device referenced is filed under separate medwatch report number. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.